Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customers blood glucose level. The issue was resolved by changing the infusion set and cartridge, allowing for insulin therapy to resume. Reportedly, the customer used the cartridge longer than recommended, tandem technical support informed the caller of the need to change pump supplies every 48 hours with humalog insulin.